Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint receiver was not returned to dexcom. The transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5195663), being used with the complaint receiver, was returned on (B)(4) 2015;. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a permanent out of range signal was confirmed. The root cause was determined to be a defective transmitter.